Manufacturer narrative:
Per -2083 final report. Additional information, including device details, post primary and pre revision x-rays, operative notes, patient details and the return of the explanted device was requested in order to progress with the investigation of this event, however, none were provided and thus the investigation of this event was very limited. As the device details were not provided, the relevant device manufacturing records could not be identified or reviewed. However, the reported revision was required as the result of a periprosthetic fracture and not due to a malfunction / fault with the corin device and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix revision after 12 days due to periprosthetic fracture.

Manufacturer narrative:
(B)(4). Additional information, including device details, post primary and pre revision x-rays, operative notes, patient details and the return of the explanted device has been requested in order to progress with the investigation, and if received, will be provided in a supplemental report upon completion of this investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records shall be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix revision after 12 days due to periprosthetic fracture.